Event description:
The report received indicated that the physician tried to use an atw guidewire; however, the physician identified that the tip did not rotate. Consequently, the physician exchanged the device to a competitor's guide wire, and the procedure was successfully completed without any injury to the pt. Add'l info indicated that the problem was identified at the beginning of an angioplasty to the left anterior descending (lad). There were no kinks or any other anomalies identified on the wire after removal from the pt. The device was inspected and prepped as per the instructions for use (IFU) and there were no attempts to pre-shape the device. The prod was returned for eval, and the analysis identified the distal coil segment was displaced distally creating a 1mm stretched region.

Manufacturer narrative:
During an interventional procedure, an atw steerable guidewire "did not rotate" at the tip. The wire was replaced without pt injury. As reported, no damage or anomalies were identified on the wire prior to use. Analysis of the returned prod found camber type bends, as well as a stretched region just distal to the ptfe sleeve. As received, the specimen did not present any indication of mfg defect or anomaly. With the exception of the bends and stretched region, the specimen was visually and dimensionally correct. The coils were displaced distally creating a 1mm stretched region immediately distal to the ptfe sleeve material; indications of torsional loading were present. During the eval, the tip did rotate, but control was minimal due to bend/kink damage to the shaft. The stretched coil wraps suggested the distal tip came under constraint at some point during the procedure. The evidence of torsional loading in the distal coil region suggested an attempt was made to augur the specimen through a constraint. The prod instructions for use warn against torquing the guidewire against resistance to avoid damage. Based on the evidence presented by the sample article and the complaint documentation, it appears that procedural, and or clinical factors may have contributed to the event as reported. Without further info or evidence, further assignment of the root cause of this event is subjective and inconclusive. A review of the device history records relative to the mfg, inspecting and packaging of this lot indicate that the prod was final inspection tested and determined to be acceptable.